Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2017, the patient presented to the emergency department (ed) with shortness of breath and symptoms of chest pain for the last 2-3 months. Subsequently, patient was admitted to the hospital on the same day. Four days after, the patient was emergently sent for cardiac catheterization and revealed 20-30% proximal in-stent restenosis (isr) of an unknown stent in the lad, 30% mid stenosis, and an acute occlusion in the proximal segment of the stented portion was noted which was reported to be a stent thrombosis (st). On the same day, the patient underwent placement of impella in both right and left ventricle. Also, the isr and st lesion in the lad was pre-dilated with 2.25 x 15 mm balloon serially throughout the stent. Post dilatation, restoration of flow was noted. Further dilatation with a 3.0 x 12 mm non compliant balloon was performed throughout the stent. There remained a significant stenosis within the mid segment of the stented segment. Subsequently 3.0 x 16 mm rebel bare metal stent was deployed within the previously placed unknown stent. Following post dilatation the residual stenosis was noted to be 0%. Two days later, the patient was given cardiogenic shock with right and left intra-aortic balloon pump (iabp) and was intubated. Patient's condition was examined and was found to be critically ill with deteriorating clinical signs. On the same day, the patient expired due myocardial infarction. Additionally, it was also confirmed that the subject's tobacco use contributed to his death.